Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was concerned with their leaking frequency. They also reported that the batteries in the external neurostimulator (ens) had depleted. The batteries were replaced and the issue was resolved. On (B)(6) 2017, it was reported that the patient had a urinary tract infection (uti) and was leaking more than usual. They were taking antibiotics for the uti. It was unknown if this was resolved. The trial was working good up until the ens batteries had died. It was also noted that the controller batteries had died. There were no further complications reported or anticipated.